Event description:
It was reported that during a da vinci-assisted lysis of adhesions - isolated surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding error c34 during cautery. Tse reviewed the system logs and found error c34. Tse used a backup cautery to complete surgical procedure. The customer was informed that they could use the erbe cautery using classic coagulation mode if there were more surgeries planned today. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.